Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis (fa) found the cadiere forceps instrument had a broken grip at the grip base. A piece approximately 0.209" x 0.68" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the tip of the cadiere forceps instrument had broken off.the procedure was completed and there was no patient injury reported.